Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional classification code: hrs. Explant date is not applicable since it is still implanted in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) left distal humerus fracture on (B)(6) 2018. During the procedure, the measurement of the depth gauge for screws was 5mm which was too short. A second set was opened for another depth gauge and the surgeon expressed the same problem with the second one. It was also reported that the three (3) variable angle (va) locking screws were wasted. All three screws were remeasured to confirm length. The va locking screw would not lock into the most distal-lateral hole of the plate. The surgeon tried to remove it but the screw just spun in the locking hole without retracting out. The surgeon continued to implant the plate because the reduction and the rest of the fixation were good. The screw was also remained implanted because it would not get out without taking the plate off. There were 5-10 minutes of surgical delay. The patient outcome was stable. Concomitant devices reported: unknown variable angle locking screws (part # unknown, lot # unknown, quantity 3) this is report 1 of 2 for (B)(4).